Event description:
Per the initial reporter, in operating room # (B) (6), the switchpoint infinity 2 router will lose dvi images to the field monitors for several mins at a time. Presets will not work during this time also. Per the sales rep, the failsafe images were not working at the time the dvi image was lost. This happened during cases, but there were no adverse consequences that occurred as a result of this malfunction.

Manufacturer narrative:
Further attempts will be made for this info. There is no established expiration date for this device. Said device was evaluated in the field on 08/13/2009. Further attempts will be made for this info. Evaluation summary - further investigation is ongoing. At this point the cause of image loss is unk. Stryker personnel could not replicate the issue. There were no adverse consequences that occurred as a result of this malfunction. This is not a single-use device.